Manufacturer narrative:
H3 and h6. Evaluation codes: updated. The complaint was confirmed through the device analysis. It was observed that one device failed an electrical test and one device failed vacuum and air leak tests. The cause was due to manufacturing. Awareness was given to personnel who perform the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device could not be calibrated to zero. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
After further review, this was found to be a non-reportable event. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR# 9616567-2024-00081-00 will be cancelled.